Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver contacted support regarding an ilet system after observing frequent use of the ¿less than¿ meal size option, perceived ineffective ¿usual¿ meal announcements, and persistent high blood glucose after meals; the agent guided a factory reset and attempted to resume automated mode, but the device could not complete ¿go bionic¿ because no cgm reading was available, and the caregiver was re-educated on the learning phase and advised to complete setup once a cgm value appeared. Symptoms included hyperglycemia. Outcomes included no reported medical intervention or hospitalization. Investigation included remote technical troubleshooting and user education. Investigation of this case revealed that the device required reconfiguration after factory reset and that meal announcement practices were contributing factors; no hardware malfunction was identified. It was concluded, based on previously established findings for similar reports, that user interaction and learning-phase behavior were the most probable causes.